Event description:
The customer reported that the 840 ventilator screen went blank while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the graphical user interface pcb. Covidien loaded the software only and conducted the final testing.